Event description:
It is reported that a pilot cutter broke and anchor blade passed though the cage as a result of distraction pin hitting the anchor blade. The cage remain implanted. No adverse consequences to the patient is reported and there was no surgical delay.

Manufacturer narrative:
Lot#: 156757.

Event description:
It is reported that a pilot cutter broke and anchor blade passed though the cage as a result of distraction pin hitting the anchor blade. The cage remain implanted. No adverse consequences to the patient is reported and there was no surgical delay.